Manufacturer narrative:
Analysis found the complete lead was returned in one piece measuring 52.5 cm. External abrasion breaching the outer insulation and exposing the outer coil was found at 19.0 ¿ 19.2 cm and 20.7 ¿ 20.8 cm from the connector pin consistent with lead friction to the device can. All other damages found were sustained during the surgical procedure.

Event description:
It was reported that the patient presented for a pulse generator upgrade procedure. Upon interrogation of the device, it was discovered that the atrial lead exhibited noise. The lead was then explanted and replaced without incident. The patient did not experience adverse consequences.